Event description:
Customer reported issues with needing to change insulin cartridges more frequently due to unspecified errors, resulting in insulin and supply waste. There was no adverse impact to the customer's blood glucose level. As the customer preferred not to follow up, technical support used a general alarm code to address the problem, but no further corrective actions were possible due to lack of specific alarm details.